Manufacturer narrative:
Concomitant medical products: product ID: 977a260 ,lot#, serial#, unknown implanted: explanted: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was not determined. Patient's weight was not known due to legal reasons. The provided information was confirmed with the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that during an implant today, the manufacturer's representative (rep) found that the 2nd and 3rd contacts on one of the leads were showing red on connectivity check regardless of the port they were inserting into. The rep noted they pulled they pulled the leads, wiped them down and inserted into header and ran electrode impedance; they showed red x's as well. No symptoms reported. No further complications were reported/anticipated.